Event description:
It was reported to philips that the system could not make exposures due to emergency power was active. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the neurovascular diagnosis procedure was being performed when the issue occurred and was completed by moving the patient to another room. The philips field service engineer (fse) visited system onsite and confirmed that the system could not make exposures due to emergency power was active. As part of the troubleshooting, the fse reviewed system log files and found emergency power active error. Considering, the fse stated the front panel power distributing unit was defective. The cause of the power distributing unit failure was not conclusively determined by the supplier's part analysis. However, replacing the power distributing unit by the fse has resolved the issue. The system was returned to use in good working condition. The codes were updated based on the investigation outcome.